Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 166, 102 and 82 mg/dl when all tests were performed within 5 minutes on the advantage system. Reporter stated she was experiencing hypoglycemic symptoms during the time of the testing and self treated with food. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.